Event description:
It was reported that a clearlink system continu-flo solution set was unable to prime. This occurred during priming. The customer reported the set ¿was not running.¿ it is unknown if there was patient involvement, however, no patient injury of medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.